Manufacturer narrative:
No deviations were found during review of the manufacturing and inspection documents (DHR). The reason for unintended surgery was to perform medial and lateral gutter debridement of bone spurs because of pain. Review of complaint history, CAPA databases and risk analysis did not identify any discrepancies. There were no open actions in place related to the reported event for the subject product. No nonconformity was identified. Further information such as x-rays, medical records, surgery reports, initial and revision implant sheets were not available. Thus a medical statement was not possible. With the current given information a more precise evaluation/ investigation was not possible. A deficiency of the items could not be verified with the information given. The file will be closed formally. If further information and/or the devices should become available, investigation will be reopened and updated.

Event description:
Patient has star total ankle has ankle pain. Surgery is scheduled for (B)(6) 2017. Surgical plan is medial and lateral gutter debridement of bone spurs. While in operative site surgeon plans to place a new poly.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. (B)(4). Stryker became legal manufacturer of this product on april 1, 2015 and has taken the responsibility for medical device reporting. Hospital policy.

Event description:
Patient has star total ankle has ankle pain. Surgery is scheduled for (B)(6) 2017. Surgical plan is medial and lateral gutter debridement of bone spurs. While in operative site surgeon plans to place a new poly.